Manufacturer narrative:
The device has not been returned for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.

Event description:
The user facility reported there was an internal blood leak at the beginning of treatment. Blood was visualized inside the dialysate section of the dialyzer. The machine alarmed. Treatment was stopped and the blood was not returned to the patient. Blood flow rate: 450; dialysate flow rate: 675. Estimated blood loss: 250-300 ml. No adverse effects were felt by the patient. The sample was discarded.